Event description:
It was reported that there were white floating particles in a small volume intermate. This occurred before use after the device was compounded with ceftriaxone. No patient involved. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - the device was manufactured january 9, 2015 ¿ january 12, 2015. The device was received for evaluation. Visual inspection revealed a white particle approximately 2.09 mm in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.